Event description:
Rptr had back surgery 4/13/94, a fusion with screws and rods. He had to have another surgery 12/7/94 to remove them because of continuing pain in his lower back, hip and leg. The pain was worse after the first surgery when they were taken out than the pain he was experiencing before any surgery. Even now the pain is continuing and he is not sure if he is going to be able to work.